Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: during start-up several alarms were activated whereof 'irv', 'inspiratory volume limitation', 'exhalation obstructed', 'vt low', 'low minute volume' and 'maximum leak compensation'. Patient involvement was reported. The patient had to be manually ventilated. Neither a significant delay of treatment nor harm to patient, user or third party was reported to hamilton. Investigation still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The patient was manually bagged. No harm to patient. The event did not cause or contribute to a death or serious injury to a patient. Based on the logfiles provided, the issues with the ventilator were confirmed. No technical events (te) and no technical faults (tf) occurred. After a full-service software was successfully performed, the device was released into clinical use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: - during start-up several alarms were activated whereof 'irv', 'inspiratory volume limitation', 'exhalation obstructed', 'vt low', 'low minute volume' and 'maximum leak compensation'. - patient involvement was reported. The patient had to be manually ventilated. - neither a significant delay of treatment nor harm to patient, user or third party was reported to hamilton. Investigation still ongoing.